Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC was confirmed and the cause appears to be use related. The product returned for evaluation was one groshong nxt 5 fr d/l PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 37cm depth mark. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: fracture edges which were rounded and polished due to repeated material wear. Impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that leakage on PICC was observed but the complainant did not mention which part of PICC specifically was leaking. PICC inserted in early (B)(6) 2017 and removal on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage on PICC was observed but the complainant did not mention which part of PICC specifically was leaking. PICC inserted in early (B)(6) 2017 and removal on (B)(6) 2017. No patient injury was reported.